Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient had an epidural last week on wednesday and the doctor did an x-ray before the epidural and told the patient that the leads had moved. Patient reported they were told by the doctor that the leads should be in his spine and not long side the spine. Patient reported they did not have a managing healthcare provider (hcp) and wants to know if the doctor who gave him the epidural, can manage the spinal cord stimulator. Patient reported to be so thankful for the epidural and mentioned that the spinal cord stimulator "worked wonders" when it was first implanted but then about 5 years later the pain got so bad he could hardly walk and reported that the pain was excruciating. The patient lost therapy about five years ago. Patient reported it has "gotten so bad to sit down or do anything". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Additional review indicated conclusion code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they notified a physician about their leads moving and it was suggested that they wait for the battery change. The patient stated that they had no idea what led to the issue of the leads moving and that no steps had been taken to resolve it. No further complications were reported or anticipated.